Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-10449. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the rotalink burr got stuck on the rotawire. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-10449. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Also, it was confirmed that the burr became stuck in lesion and not on the rotawire and there was no issue with the rotawire. During procedure, a non-bsc guide catheter was engaged into the lesion but the device was not able to cross even with a non-bsc guidewire. Another non-bsc guide catheter was used and loaded through the guidewire and the burr was able to be advance towards the target area after lesion was identified under intravascular ultrasound. Ablation was then performed for 6 passes with ablation times of 12secs, 13secs, 11secs, 10secs, 14secs, and another 14secs with no issues. However, on the seventh pass with the ablation duration of 6 seconds, it was noted that the burr became stuck in the lesion. Two non-bsc balloon catheters were then advanced and inflated to dislodged the burr but was failed to remove the device. After the burr was cut and the outer sheath pulled out, the device was then able to be dislodged from the lesion and removed from the patient's body. A non-bsc stent was then deployed in the target area. Patient's status after the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Visual inspection was performed and noted that the distal tip was kinked. The body of the rotawire was also kinked at approximately 127cm from the tip and the body was broken was at approximately 142.5cm from the tip. The other section of the rotawire was not retuned. Dimensional inspection noted the outer diameter (od) of the distal tip and the middle of the device were within specification. However, the overall length and od of the proximal section were not measured due to the condition of the returned device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as: 2134265-2017-10449. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Also, it was confirmed that the burr became stuck in lesion and not on the rotawire and there was no issue with the rotawire. During procedure, a non-bsc guide catheter was engaged into the lesion but the device was not able to cross even with a non-bsc guidewire. Another non-bsc guide catheter was used and loaded through the guidewire and the burr was able to be advance towards the target area after lesion was identified under intravascular ultrasound. Ablation was then performed for 6 passes with ablation times of 12secs, 13secs, 11secs, 10secs, 14secs, and another 14secs with no issues. However, on the seventh pass with the ablation duration of 6 seconds, it was noted that the burr became stuck in the lesion. Two non-bsc balloon catheters were then advanced and inflated to dislodged the burr but was failed to remove the device. After the burr was cut and the outer sheath pulled out, the device was then able to be dislodged from the lesion and removed from the patient's body. A non-bsc stent was then deployed in the target area. Patient's status after the procedure was stable.